Event description:
It was reported during a routine check discovered by the customer, the cs300 intra-aortic balloon pump (iabp) machine is not working. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character limit the full event site name: (B)(6). A getinge field service engineer (fse) confirmed the reported issue and replaced faulty safety disk, 1 piece and power supply, 1 piece.